Manufacturer narrative:
(B)(4). This report is of a leak due to a use error of not closing the transfer set before disconnecting from the setup after therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting from the cycler. It guides the user to close the transfer set prior to disconnecting from the patient line. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines to reduce the possibility of infection. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient forgot to close a transfer set before disconnecting from the homechoice machine after the completion of peritoneal dialysis therapy. The reporter stated that the patient then noticed fluid leaking onto the floor. The patient then closed the transfer set and attached the minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.